Manufacturer narrative:
Block b3: approximate event date based on gfe that states patient fell in february.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a fall, which resulted in lead migration and subsequent inadequate stimulation on the left side. As a result, the lead was replaced. Postoperatively, the patient is reported to be doing well and achieving good bilateral stimulation coverage. The explanted lead will not be returned for analysis, as the facility does not release explanted devices.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a fall, which resulted in lead migration and subsequent inadequate stimulation on the left side. As a result, the lead was replaced. Postoperatively, the patient is reported to be doing well and achieving good bilateral stimulation coverage. The explanted lead will not be returned for analysis, as the facility does not release explanted devices.

Manufacturer narrative:
The device was not returned to boston scientific for analysis. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. A labeling review did not reveal any anomalies as it states that lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief is a known risk with the use of spinal cord stimulation (scs). Therefore, in the absence of device return and analysis, the most likely root cause of the reported event of lead migration resulting in inadequate stimulation, is considered a known inherent risk associated with use of the device as described in the labeling. The likely root cause related to the patient's fall during an altercation could not be established. Block b3: approximate event date based on gfe that states patient fell in (B)(6).